Manufacturer narrative:
The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that ipg was unable to communicate with external devices. Patient did not put the ipg in surgery mode prior to an unrelated medical procedure. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.